Manufacturer narrative:
H10: the device was received for evaluation. During functional testing with a known good battery, an improper shutdown was not reproduced. The customer did not return the alternating current power adaptor and battery for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an device did not power on w/ battery, but when plugged in the screen froze an slowly died out. There was no patient involvement. No additional information is available.